Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup (eic) of the synchron cx 9 alx clinical system was overflowing and there was fluid around the waste solenoid. Customer reported there was a clot in the eic. Customer reported they cleared the clot the eic. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.